Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under sensed events on older atrial tachycardia/atrial fibrillation (at/af) episodes, may have ended at/af collection prematurely. The ra lead remains in use. No patient complications have been reported as a result of this event.